Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
A report received from the cordis clinical study associated a cypher stent with a dissection during a percutaneous coronary intervention. The procedure was being conducted on a male with a history of hypertension, hyperlipidemia and diabetes mellitus. The main indication for the procedure was stable angina. The target lesion was 3.37 x 19mm, de novo and irregular with little or no calcification but with 80% stenosis, in the left anterior coronary artery, straddling the first diagonal. It was bifurcated requiring double guide wire and was classified as type b2. Pre-dilatation was conducted with a 2.5 x 12 mm unk balloon at 4 atm. A cypher was implanted at 12 atm by single stenting. Post dilatation was also conducted with a 2.5 x 15mm unk balloon at 18 atm. A distal type b dissection was noted after implantation of the cypher stent. The dissection was treated by implantation of another cypher stent overlapping the initial cypher with good end results. The event was determined to be possibly related to the cypher stent and probably related to the procedure.